Event description:
The ihealth covid-19 antigen rapid test did not properly display the control bar with use. This occurred with both tests in the kit. A second kit also had similar problems with one of the tests (I did not bother to try the other test in the kit). Identifying information from the two boxes was the same: model: ico-3000, gtin: (B)(4), lot no.(10): 221co20108, use by(17): 2022-07-07. FDA safety report ID # (B)(4). I have a lot of experience with using rapid tests, using such tests at least once per week.